Manufacturer narrative:
Updated data: b5 continuation of d10: product ID lunderquist; product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no pre-implant balloon dilation was performed. During the valve implant, the deployment starting point was at the bottom of the pigtail at an implant depth of 6 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc). After the valve dislodged ventricular, the implant depth of was around 26 mm (waist level). It was noted that the aortic root anatomy was quite large as the measured annular perimeter and left ventricular outflow tract (lvot) perimeter were in the superior range indicated for the evolut fx+ 34 millimeter (mm) valve (approximately 90 mm) and lack of calcifications present at the leaflet/annular level contributed to the valve dislodgement. A non-medtronic guidewire (lunderquist) was used during the procedure. It was noted that the first valve complete expanded during implant and paravalvular leak (pvl) was observed. As the second valve was deployed within the first valve, the second valve was constrained at the inflow level.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. However, it was reported that the patient had aortic insufficiency, and calcifications were absent at leaflet/valve level. Fluoroscopic valve load inspection was not performed thus it is not possible to validate a good load. It was reported that multiple deployment attempts were made due to instability. The number of attempts is unknown. Fluoroscopic images showed evidence of at least one recapture. Valve depth during the first deployment attempt resulted in a depth greater than 10 millimeter (mm). Consequently, the valve was recaptured and redeployed at a depth of approximately 8mm. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. However, the valve was released and the following angiogram revealed that the valve had dislodged ventricular and significant aortic regurgitation was noted. Attempts to snare the valve using two snares failed, and subsequently a second valve was implanted though significant aortic regurgitation was still present. A post implant dilatation was performed but significant aortic regurgitation persisted, possibly moderate to severe. There is no evidence of any further intervention. As stated in the IFU: the safety and effectiveness of the bioprosthesis for aortic valve replacement have not been evaluated in the following patient populations: patients who do not meet the criteria for symptomatic severe native aortic stenosis as defined below: - symptomatic severe high-gradient aortic stenosis: aortic valve area =1.0 cm2 or aortic valve area index =0.6 cm2 /m2, a mean aortic valve gradient =40 mmhg, or a peak aortic-jet velocity =4.0 m/s - symptomatic severe low-flow/low-gradient aortic stenosis: aortic valve area =1.0 cm2 or aortic valve area index =0.6 cm2 /m2; a mean aortic valve gradient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (0012659435); product type: 0195-heart valves; product ID evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the transcatheter aortic valve implantation procedure for aortic insufficiency and calcifications were absent at leaflet/valve level, an evolut fx+ 34 millimeter (mm) valve was loaded and repositioned multiple times due to instability. The valve system dislodged several times during opening and positioning. The valve was recaptured when the implant depth was too low, and rapid pacing was used throughout positioning and release. After full deployment, the valve partially dislodged down into the ventricle, with the prosthesis waist landing at the annular level. An attempt to improve implant depth by snaring the valve with two goosenecks were unsuccessful. The evolut valve was positioned too deep in the ventricle, prompting assessment of mitral valve function by echocardiogram and ventricle angiogram, which showed no compromise. A second evolut fx+ 34mm valve was deployed inside the first (valve-in-valve procedure) at a proper depth relative to the native annulus. Post-dilatation with a 25 mm non-medtronic balloon (cristal) was performed to improve residual paravalvular leak and frame expansion, but a moderate/severe residual paravalvular leak remained. The patient was stable at the end of the procedure and without any injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severity of the pvl that occurred to the first valve was moderate-severe.